Manufacturer narrative:
Date sent: 10/08/2008. Info is unavailable; device was not returned for eval.

Event description:
It was reported that the anvil in the sigmoid came down on the stapler and then the handle/screw would keep turning and was not catching. The screw handle device was at the end but there was a gap between the anvil and stapler. I did this three times. It clicked every time when attached. One time the anvil fell off the stapler as it was being screwed shut." There was no adverse consequence to the patient. The device was discarded.